Event description:
The patient called lfs alleging that their one touch ultra meter would not power on with the strip insertion. Senior medical affairs representative mailed a letter since the patient could not be reached. The patient last tested with the meter in 2004. Patient decided to go to the hospital because patient had been feeling dizzy and weak. No actions were taken following the attempted use of their meter. No results were provided from the hospital visit; however, patient was treated with glucose. There is insufficient evidence that the patient experienced injury or medical intervention due to the meter. The customer service representative confirmed that the patient was using the correct type of test strips. The meter would power on using the power button; however, it would not power with a strip insertion. Based on the information supplied by the patient, there is an indication that the product malfunctioned and that the event meets the criteria for a medical device reportable. Issue was not resolved through troubleshooting. Patient's meter and test strips were replaced.